Event description:
Event description guidant received information that a patient with this cardiac resynchronization therapy defibrillator (crt-d) reported bending over to pick something up, standing up quickly and feeling light headed. The patient is pacemaker dependant. Electrograms reviewed by guidant's technical service representative noted pacing inhibition on the ventricular channel due to noise. All lead measurements are stable. The clinician has not attempted to recreate the noise.